Event description:
Prior to a surgical procedure and during a patient intubation, the anesthesia machine monitor exhibited a non-invasive blood pressure failure giving a "nibp occlusion fail" error message. Even after replacing (removing and reinserting) the module the error message would not clear unless the monitor power was recycled. Biomedical has sent modules back for repair with this problem only to be returned back to us un-repaired due to "no problem found." Later the same module would fail once again. We have returned up to 6 modules for this exact failure to the manufacturer (MFR). They come back with could not duplicate any of the failures. The modules returned to us with replaced boards would become operational once again. Biomedical has determined that there is an intermittent problem with these modules that can fail at any time and the problem lies in the nbp interface pcb. Biomedical was able to recreate the failure. During calibration of the nibp module failure mode, biomedical note that transducer b2 would gave a zero reading during a pressure increase on the test bulb. Transducer b1 would track the increase in pressure. Another module would be placed on the same anesthesia machine and a calibration check would show that the good module would have both transducers b1 & b2 track the pressure increase correctly. A similar failure was confirmed by the manufacturer (MFR). The field service report (fsr) and module were sent back for analysis. The MFR could not duplicate the problem on a returned module tested by the field service engineer (fse), but they still replaced the nibp interface pcb as a precaution.